Manufacturer narrative:
The investigation determined the event was consistent with a hardware-related (sample arm) issue.

Event description:
The initial reporter received questionable calcium (ca, gen.2) and lipase results from multiple patient samples tested on the cobas 8000 cobas c 502 module. The reporter was able to provide two examples of discrepant results: the initial ca2 result was 0.1. The first repeat result was 9.5. The second repeat result was 9.13. The initial lipase result was 8. The first repeat result was 23. The second repeat result was 26. The units of measurement were not provided.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the module and found a gap in the sample arm and an abnormal rebound which required replacement. On the fse's follow-up visit, he changed the sample arm and performed adjustments and checks. He also changed the partially blocked reagent 1 probe and performed adjustments. He performed instrument checks with acceptable results. The investigation reviewed the reaction monitor of the initial calcium result initial result; the reaction monitor showed an abnormal increasing curve. The reaction monitor of the rerun result was inconspicuous. The investigation ruled out a general reagent issue as multiple assays were affected. The investigation is ongoing.